Event description:
On (B)(6) 2014 the reporter contacted animas alleging that on (B)(6) 2014 the patient experienced elevated blood glucose (bg) over 600mg/dl with increased thirst associated with a prime issue. Troubleshooting indicated that the patient was not priming the infusion set tubing with an adequate amount of insulin and was also not filling the cannula properly. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on insulin pump therapy. The patient was educated on proper prime and fill technique. There is currently no indication or allegation of a pump malfunction. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/30/2015 with the following findings: the black box review showed a loss of prime warning associated with a low non-zero force. All ezprime steps were successfully completed. A 24 hour duration test was successfully completed with no loss of prime warnings being duplicated. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The total daily doses added up correctly and reflected the users programmed basal rate. The force sensor calibration check showed the pump was detecting the correct force. There was an unidentified low force observed in the black box; the force sensor calibration was within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.